Manufacturer narrative:
Renjie ji, hanfeng chen, ziqi xu and benyan luo. "Endovascular recanalization in patients with vertebral artery stump syndrome: a single-center experience". Vascular and endovascular surgery 2025, vol. 59(2) 126¿132 doi: 10.1177/15385744241286603 pmid:39300718 a2: average age a3: majority gender b3: date of publication no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "endovascular recanalization in patients with vertebral artery stump syndrome: a s ingle-center experience". This article evaluated the technical feasibility, success rate and safety of endovascular recanalization in vertebral artery stump syndrome (vass) patients refractory to medical treatment. This single-center retrospective study analyzed clinical and imaging data from 30 consecutive patients with vass who underwent endovascular recanalization from january 2020 until june 2023. The recanalization procedure was performed via the transfemoral route. After femoral artery puncture, intravenous heparin boluses were administered to maintain the activated clotting time between 250 and 300 seconds during the procedure. Cerebral digital subtraction angiography (dsa) was performed to evaluate the vascular occlusion location and collateral status. An 8.0-fr guiding catheter or non-medtronic 6.0-fr sheath was placed in the left or right subclavian artery near the origin of vertebral artery. A 5.0-fr diagnostic catheter (125 cm) was coaxially positioned into the ostial stump as an intermediate support catheter. To keep the system steady, a non-medtronic 0.018-in guidewire was inserted between the sheath and diagnostic catheter as support into the ipsilateral brachial artery. A non-medtronic 0.014-inch microwire and non-medtronic microcatheter were then carefully assembled coaxially. The microcatheter was then exchanged over a 0.014-inch microwire to navigate to and across the occlusion. A medtronic sprinter legend 2.0 × 20 mm balloon angioplasty was performed over the exchanged microwire to cross the occlusion. A spider fx distal embolic protection device was advanced over the exchange microwire and deployed distally at the v2 segment of the vertebral artery (va). If angiography showed a filling defect in the vertebral artery lumen, a non-medtronic distal access catheter was used for aspiration. The diameter and length of the occluded vertebral artery were measured after balloon angioplasty. The balloon-expandable stent was placed as a scaffold in the occlusion. Finally, the stent delivery catheter and protection device were retracted carefully. Postprocedural angiography was conducted to verify patency. A modified thrombolysis in cerebral infarction score of 3 and =20% residual stenosis were regarded as successful revascularization. The procedure was terminated if the microcatheter/ microwire system could not pass through the occlusion segment after multiple attempts and the procedure time was more than 30 minutes. It was switched to the retrograde recanalization method through the thyrocervical trunk or deep cervical artery in 2 of cases after multiple failed attempts at anterograde recanalization. The success rate of endovascular revascularization for vass was 96.7% (29/30). Anterograde recanalization was used in 27 patients while 2 patients were treated with retrograde recanalization. The procedure failed in 1 patient because the microwire could not enter the distal true lumen. A distal protection device was used in 29 patients. There were no wire-induced vascular perforations or vessel ruptures during the procedures. Dissection occurred in 1/30 (3.3%) patient during the procedure but did not cause ischemic symptoms. No new neurological deficits occurred in any patient during the periprocedural period. No ischemic events occurred in the 29 patients who underwent successful recanalization during the 6-month follow-up. Nearly 25% of cases (7/30) had either re-occlusion of restenosis during a mean follow-up period of 6 months. Three patients developed asymptomatic re-occlusion of the treated artery confirmed by computed tomography angiography (cta). Four patients (13.8%) were found to have asymptomatic in-stent restenosis of approximately 50% as confirmed by dsa.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.